Event description:
It was reported that the pump would not read the insulin in the cartridge. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.